Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported problem of ¿error code 1720¿ was not verified by power up process, performed ¿nda¿ test, visual inspection. The cause was customer induced. Charged the capacitor as a preventative maintenance (pm). The device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: march is the reported month, but the exact day was not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed lec 1720. There was no patient involvement.